Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. Breakage was confirmed just below the silicone inverted triangle beneath the silicone oval disc. The damage is consistent with an excessive tensile force applied. The most probable cause for the reported issue was most likely related to an event within the user environment in which an extreme force was applied to the catheter resulting in the reported issue. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken at this time. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC line snapped during adjustment. Discontinued. Required additional intervention of new PICC line placement to complete prescribed therapy.